Manufacturer narrative:
(B)(4). Batch # p55e8k. The analysis found that one plee60a device was returned with no apparent damage and with two gst60t cartridges reloads present. The cartridge reloads were received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the device was disassembled to verify the condition of the internal components frame separation was noted. This condition has been observed to cause the device to switch into reverse before the device reaches the full firing stroke.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: can you please clarify if the device delivered a cut line? If yes, was the cut line complete? Was there any issue with the cut line such as jagged, dull knife, irregular, etc.? Based on the surgeon report, the cut line and the staple line simply did not go the full distance, but traveled about 1/3 the way and then the blade automatically retracted with power as it would after a full excursion. The cut line was behind the staple line by the usual distance ~3 mm and there was no aberration noted in the cut line indicating any blade defect.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon reports that a black load (gst60t) was loaded, fired approximately a third of the way, and then stapler stopped. When he released the firing trigger, the stapler reversed itself automatically. Staples were deployed but the staple line was not the full length. A second load was tried outside of the patient and completed the full cycle. A third load was loaded and stopped one-third of the way like the first load. Both the first and third loads are included here. Another like device was used to complete the procedure. There were no adverse consequences for the patient.